Event description:
Additional information received from the patient reported they had notified their managing physician on (B)(6) 2016 and had an appointment scheduled for (B)(6) 2016. They had a lack of therapy with no follow through even though they asked the doctor and therapist to come to their home for help. No steps were taken to resolve the lack of therapy/persisting symptoms and the issue had not been resolved.

Manufacturer narrative:
(B)(4).

Event description:
A patient whose indication for use was parkinson¿s dual and movement disorders reported that the implantable neurostimulator (ins) looked terrible because it was sticking out. She was getting some relief from the therapy but she would like to know when she would see more relief. She turned stim on (B)(6) 2015 and her health care provider (hcp) told her to go back once a month for tweaking. Patient stated her tremor had gotten much better but she was still falling like she did prior to implant. She fell so much, her knees hurt and she worried that she would hurt herself. She was going slower, her voice was scratchy and she could not sing any more. She was still taking ¿ levedova¿ medication. She got tired and ¿crashes¿ and she broke her arm a year half ago from falling. While on the call, patient was emotional and crying because she could not do the things she used to do like dancing, singing, playing tennis. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.